Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker had an inappropriate magnet response and failed to be interrogated. The pacemaker was explanted and replaced. Patient status was not reported.

Manufacturer narrative:
The reported events of no magnet response and inability to interrogate were confirmed. As received, the device output and telemetry were not available. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found at normal level. Hybrid circuitry was tested and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly and the reported events. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information received noted that the patient was stable.